Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t wave oversensing resulting in an inappropriate shock to this patient. Then, the smart pass feature was disabled. Device was initially programmed to the primary vector. Automatic setup was run, and secondary vector was chosen. Why was it disabled in primary? Technical services (ts) noted it was most likely that primary amplitude was too small when it disabled. This s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t wave oversensing resulting in an inappropriate shock to this patient while they were running. This s-ICD was initially programmed to the primary vector. Then, the smart pass (sp) feature of this s-ICD disabled. This patient was seen in the clinic, automatic setup was run, and secondary vector was automatically chosen. Technical services (ts) discussed the amplitude in primary vector was likely too small during the time the sp feature had disabled. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction to b5 describe event or problem check spelling maximize from: it was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t wave oversensing resulting in an inappropriate shock to this patient. Then, the smart pass feature was disabled. Device was initially programmed to the primary vector. Automatic setup was run, and secondary vector was chosen. Why was it disabled in primary? Technical services (ts) noted it was most likely that primary amplitude was too small when it disabled. This s-ICD remains in service. No adverse patient effects were reported. To: it was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t wave oversensing resulting in an inappropriate shock to this patient while they were running. This s-ICD was initially programmed to the primary vector. Then, the smart pass (sp) feature of this s-ICD disabled. This patient was seen in the clinic, automatic setup was run, and secondary vector was automatically chosen. Technical services (ts) discussed the amplitude in primary vector was likely too small during the time the sp feature had disabled. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Correction to b5 describe event or problem check spelling maximize from: it was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t wave oversensing resulting in an inappropriate shock to this patient. Then, the smart pass feature was disabled. Device was initially programmed to the primary vector. Automatic setup was run, and secondary vector was chosen. Why was it disabled in primary? Technical services (ts) noted it was most likely that primary amplitude was too small when it disabled. This s-ICD remains in service. No adverse patient effects were reported. To: it was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t wave oversensing resulting in an inappropriate shock to this patient while they were running. This s-ICD was initially programmed to the primary vector. Then, the smart pass (sp) feature of this s-ICD disabled. This patient was seen in the clinic, automatic setup was run, and secondary vector was automatically chosen. Technical services (ts) discussed the amplitude in primary vector was likely too small during the time the sp feature had disabled. This s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t wave oversensing resulting in an inappropriate shock to this patient while they were running. This s-ICD was initially programmed to the primary vector. Then, the smart pass (sp) feature of this s-ICD disabled. This patient was seen in the clinic, automatic setup was run, and secondary vector was automatically chosen. Technical services (ts) discussed the amplitude in primary vector was likely too small during the time the sp feature had disabled. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received that an additional inappropriate shock was received while this patient was running. Xyphoid manipulation resulted in no noise and while moving this s-ICD there was a slight morphology change. Alternate sensing vector had very small r waves, the smallest of all three vectors. Ts noted very small r waves in secondary vector and elevated heart rate with t waves sometimes larger than the r waves. Ts recommended obtaining an x ray. This s-ICD remains in service. No adverse patient effects were reported.